Event description:
It was reported the programmer goes through a reboot cycle every time it is turned on. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Device goes through reboot cycle during long boot. Cosmetic issue (small white spot) found on the overlay - touch screen.